Event description:
The reporter reported that in 2003, while performing dialysis on a patient in his clinic, that a lee medical private labeled bloodline (manufacturer #lm-1225-5231-1, lot # al3d01, expiration date 04/2005) malfunctioned. R/p reported the venous filter inside the venous chamber became dislodged and was floating within the venous chamber causing the air leak detector to be set off notifying the staff. This malfunction caused blood to stagnate and clot within the extracorporal circuit. The patient lost a entire extracorporal circuit causing a approximate blood loss of 250ml. The staff then stopped the procedure, discarded the dialyzer and bloodlines, and set up a new system to continue with the procedure. R/p further advised that there was no adverse reaction, and that hgb will be drawn in 2003, and the manufacturer will be notified.